Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter cap did not fit well on the hub, and blood leakage occurred as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "main complaint: after placing a vps, the white cap is sometimes switched from the needle to the canula hub. In several cases the white cap did not fit well on the hub with blood leakage as a result. According to the reporter it felt like the threading of the cap and the cannula hub did not match. Side complaint: difficult to remove the needle from the vps. Safety block seemed to be stuck. More force than usual had to be applied to remove the needle."

Manufacturer narrative:
H.6. Investigation summary one representative sample was received by our quality team for evaluation. The returned sample was subjected to visual inspection, end cap dim 6.9, tread gauge test and end cap leakage test. The cannula hub was also subjected to luer cone measurement and catheter adapter leak test. The returned sample passed the inspection criteria. No abnormality was observed. Therefore, cap tight (leakage) could not be verified. The needle was then engaged and no abnormality was observed after activation. The needle is able to be contained within the safety mechanism. The needle cap was removed to measure the needle hole dimension and straightness. The dimension is within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the root cause cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter cap did not fit well on the hub, and blood leakage occurred as a result. This complaint was created to capture the (B)(4) of (B)(4) related incidents. The following information was provided by the initial reporter, translated from dutch to english: "main complaint: after placing a vps, the white cap is sometimes switched from the needle to the canula hub. In several cases the white cap did not fit well on the hub with blood leakage as a result. According to the reporter it fealt like the threading of the the cap and the cannula hub did not match. Side complaint: difficult to remove the needle from the vps. Safety block seemed to be stuck. More force than usual had to be applied to remove the needle."

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter cap did not fit well on the hub, and blood leakage occurred as a result. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "main complaint: after placing a vps, the white cap is sometimes switched from the needle to the canula hub. In several cases the white cap did not fit well on the hub with blood leakage as a result. According to the reporter it fealt like the threading of the the cap and the cannula hub did not match. Side complaint: difficult to remove the needle from the vps. Safety block seemed to be stuck. More force than usual had to be applied to remove the needle."

Manufacturer narrative:
Correction: the device codes were reported incorrectly. The following field has been updated: f.10. Device codes: 1069, 1354 h3 other text : see section h.10.